Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: the data files and afapro28 balloon catheter with lot number 12950 were returned and analyzed. The data files were analyzed using the applicable console cdm software per the applicable field service manual. The received failure file contained failure records for the date of the event. The failure file showed system notice 50021 "insufficient scavenging detected" on the reported date of the event. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for seven applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. In conclusion, the reported issue of the temperature dropping faster than expected was not confirmed through testing. The balloon catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the pressure and flow unexpectedly increased when cooling started, and the temperature unexpectedly dropped. Cooling was stopped which temporarily resolved the issue. Upon the next cooling, the same issues were encountered. The balloon catheter and coaxial umbilical cable were replaced. One more cooling was performed and no issues were encountered. The case was completed with cryo. During a later servicing, the injection proportional valve (mks) was replaced which resolved the issue. No patient complications have been reported as a result of this event.